Manufacturer narrative:
Additional information: plant investigation: an actual sample was returned to the manufacturer for physical evaluation. An exterior visual inspection was performed and no signs of physical damaged was found. A simulated treatment was performed and failed due to heater bag failure. The failure was traced to the j6 cable of motor a that was not fully inserted into its j6 connector of the back plane board. After reinserting the cable fully the simulated treatment was performed and completed without failure. There were visual indications of dried fluid found in the cassette compartment, but no burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of peritonitis. There is a possibility of a causal relationship between the patient¿s diagnosis of peritonitis with abdominal pain and vomiting and the leak from the liberty cycler set. However, the cycler set has not been returned for investigation therefore the alleged leak cannot be confirmed. The relapsing peritonitis is most likely caused by the patient being non-compliant with antibiotic therapy. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2017, a fax was received in regards to a follow-up from a cassette leak that occurred on (B)(6) 2017 due to a reported tear in the cassette. It was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained on 19/sep/2017 through follow-up with the peritoneal dialysis registered nurse (pdrn). It was reported that the patient contacted the pd clinic on (B)(6) 2017 with complaints of abdominal pain, vomiting and cloudy effluent. The patient was started on antibiotic therapy with ceftazidime and cefazolin (route, dose, strength, frequency and duration unknown). The patient was subsequently hospitalized on (B)(6) 2017 where a pd effluent culture was negative for growth. Hospital course is unknown. The patient was discharged (B)(6) 2017 and instructed to continue antibiotic therapy at home with cefepime (route, dose, strength, frequency and duration unknown). Per the pdrn, the patient was non-compliant with the antibiotics and did not complete the treatment. It was also reported that the patient experienced gastroparesis related to diabetes during the first week of (B)(6) requiring several emergency room (ER) visits. On (B)(6) 2017 the patient was again hospitalized and diagnosed with relapsing peritonitis. The pd effluent culture (draw date unknown) was positive for pseudomonas (species unspecified). Hospital course and patient disposition is unknown. It is unknown if the patient continued pd therapy during the hospital admissions or if any fresenius products were utilized.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during drain 2 the patient found fluid leaking from the cassette door. Treatment was cancelled. When the cassette was removed the patient found that the back of the cassette was torn. The patient was advised to contact her nurse. The cycler was replaced. Later the patient's nurse reported that the patient had been diagnosed with peritonitis. During follow up the patient's nurse reported the patient had been hospitalized for peritonitis but did not have additional information available yet. Additional information has been solicited.